Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and can connection status messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (204 service code, can connection status) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. This failure was due to a short in the trunk cable. The root cause for the shorted cable could not be positively identified. There were no adverse events associated with the belt malfunction.